Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 166 and 183 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 115 mg/dl. Customer runs her blood in the morning fasting and then before bedtime. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date at time of call is two - three weeks. The meter memory was reviewed for previous test result history (date / time not set): 231mg/dl 05/13/2017 09:30 pm fasting: no; 183mg/dl 05/13/2017 07:55 am fasting: yes; 272mg/dl 05/12/2017 10:43 pm fasting: no; 190mg/dl 05/12/2017 07:15 pm fasting: no; 149mg/dl 05/11/2017 05:08 am fasting: yes. Memory concerns: undisclosed. Customer called about this meter reading her blood too high even though when she knows her blood maybe low this meter always reads her blood much higher than it should be. Customer runs her blood in the morning as a fasting and then before bedtime.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 166 and 183 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 115 mg/dl. Customer runs her blood in the morning fasting and then before bedtime. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/22/2017 and open vial date at time of call is two - three weeks. The meter memory was reviewed for previous test result history (date / time not set): the 231mg/dl (B)(6) 2017 09:30 pm fasting:no, the 183mg/dl (B)(6) 2017 07:55 am fasting:yes, the 272mg/dl (B)(6) 2017 10:43 pm fasting:no, the 190mg/dl (B)(6) 2017 07:15 pm fasting:no, the 149mg/dl (B)(6) 2017 05:08 am fasting:yes. Memory concerns:undisclosed customer called about this meter reading her blood too high even though when she knows her blood maybe low this meter always reads her blood much higher than it should be. Customer runs her blood in the morning as a fasting and then before bedtime.